Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained lead noise event had occurred due to ventrical undersensing during a slow vt. Programming changes were recommended. The device remains implanted and the patient will be monitored.